Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. On (B)(6)2021 at 2:00 a.m., customer received unspecified high sensor scan and experienced seizure and a loss of consciousness and was found "underwater" and a reading of 61 mg/dl was obtained on an unspecified meter. Customer received treatment by both non-hcp and healthcare provider at hospital with glucagon, glucosaline serum via IV, enantyum and valium IV and a laboratory reading of 74 mg/dl at 4:30 a.m. Was obtained. Customer additionally reported that they presented shoulder dislocation due to convulsions. A sensor reading of 98 mg/dl (trend arrow diagonally downwards) was compared to a reading of 27 mg/dl obtained on adc meter at 9:02 p.m. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh005lrnv0 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. On (B)(6) 2021 at 2:00 a.m., customer received unspecified high sensor scan and experienced seizure and a loss of consciousness and was found "underwater" and a reading of 61 mg/dl was obtained on an unspecified meter. Customer received treatment by both non-hcp and healthcare provider at hospital with glucagon, glucosaline serum via IV, enantyum and valium IV and a laboratory reading of 74 mg/dl at 4:30 a.m. Was obtained. Customer additionally reported that they presented shoulder dislocation due to convulsions. A sensor reading of 98 mg/dl (trend arrow diagonally downwards) was compared to a reading of 27 mg/dl obtained on adc meter at 9:02 p.m. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.